Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having low vault. The lens remains implanted. Cause of the event was other. Additional information was requested but has not been provided to date.